Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and performed a master tool manipulator (mtm) gravity compensation calibration to correct reported problem. No parts were replaced. The system was tested and verified as ready for use. While the definitive root cause could not be established due to no product being returned for failure analysis to be completed, based on system log review, a potential cause may be attributed to the surgeon¿s hand not having been in contact with the left and right mtms while the surgeon was in following mode to accurately control the direction of the intended motion of the mtm, hinting potential drifting.

Event description:
It was reported that during da vinci-assisted surgical procedure, the left master tool manipulator (mtm) was drifting. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised site that the left mtm should be held for patient safety when head-in. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was intermittent. The issue was resolved by performing the gravity compensation calibration. The issue occurred before the procedure.